Event description:
The hospital reported that during the beginning of an endoscopic vein harvesting procedure, the vasoview hemopro 2 was working fine then it began to start activating intermittently. They considered opening another kit but decided to work through the problem since they were only harvesting the thigh. They cleaning the jaws and unplugged/replugged the extension cord to ensure a solid connection but saw no change in the intermittent activation. The same device was used to complete the procedure. The hospital did not report any patient effects. The products is not returning.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. (B)(4).